Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery, lysis of adhesions, release of small bowel and repair of serosal tear on (B)(6) 2020. It was reported that the patient experienced severe pain, nausea, inflammation, dense adhesions, loss of appetite, stress and anxiety. No additional information was provided.